Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the device was not able to build-up a sufficient airway pressure, the intended peep could not be kept as well. Further details are not known by now and thus, this report is filed in abundance of caution.

Event description:
It was reported that the device was not able to build-up a sufficient airway pressure, the intended peep could not be kept as well. Further details are not known by now and thus, this report is filed in abundance of caution.

Manufacturer narrative:
A dräger field service engineer has tested the device in follow-up of the event. In combination with the dedicated patient circuit system were all readings for pressure/flow as well as for the peep within the specified tolerances. The device was returned to use and is in operation with no new issues reported since then. In an interview with the hospital, dräger could determine that the concerned device was used by a team of external doctors who were called-in for an emergency case. It is known that this external team typically operates another type of neonatal ventilator. Unfortunately, the repeated attempts of contacting the external team were unsuccessful and thus, no further details about the exact course of event could be obtained. In reflection of the aspect that the ventilator itself had no malfunction when having been tested in follow-up of the event and is still in use w/o issues, it is seen likely that the external team of users wasn't trained in the use of the dräger device and had maybe introduced accessories that they have brought with them, and which were not compatible with the dräger device. Dräger finally concludes that the reported observation was most likely related to lack of training and/or applicational aspects. H3 other text : see h10.